Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software analysis was unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763, software version: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site was having issues during a case stating that the system software froze often or right after they verified the tracker instruments. The site was able to work around this by returning to the registration screen and then back to navigation. There was no patient present when this issue was identified. An update was provided from the site that the behavior happened after the tracker calibration. It was reported that the cross hairs went red but the tool card in the lower right hand corner remained green. It was possible for the site to move the mouse and go to different parts in the software.